Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The 85% calcified, de novo lesion in the mid-lad had been predilated with a maverick 3.0 x 20 mm balloon. The physician noted that the balloon was slow to inflate (inflated at 6 atms), but he was able to deploy the taxus express2 3.5 x 16 mm drug eluting stent at 10 atms. He then noted that the balloon would not deflate. He reinflated the balloon at 16 atms, then attempted to draw back, but the balloon would not inflate. The pt developed chest pain and elevated blood pressure. After several unsuccessful attempts with a syringe, increasing to 18 atms, using a contrast/saline mixture and pulling negative to deflate the balloon, the physician inserted a balloon pump and sent the pt to surgery. The device was removed intact during surgery and 3 coronary bypass grafts were placed. The pt was reported to be doing well following the surgery.